Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that there was oversensing on the right ventricular (rv) channel. The oversensing occurred when the patient was in slow ventricular tachycardia (vt), which was slower than the detection criteria. The source of oversensing could not be determined. It appeared to be due to diagnostic anomaly. No programming changes were performed. Patient was stable.